Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun stat that was purchased this year, 2025 june have recently had on going issues with this unit since the hospital purchased. The device was making a really loud noise, once machine was turned on. The serial number was (B)(6). Per follow up information received via task on 22dec2025, noting the same issue was occurring without repair. Based on previous (B)(4) opened for this event, the biomed had wheeled the device outside of the room and still could hear the noise inside, it was determined that another medical device was making the noise not the arctic sun. An email was sent to biomed for additional information on 22dec2025. An email response was received, and this equipment was not making a noise. The technician that completed the calibration and evaluation on the hypothermia machine. Starting with sn (B)(6). This device was making a loud noise, once starting up and also when setting temperature while running. Per additional information updated from ttm on 20dec2025, biomed had sn (B)(6). It has been down for about 6 months. They wanted a field engineer to come out and look at it. Working on this device is out of scope. It passed calibration but it is making a noise. Explained would have technical support team contact on monday. They would likely need the data files from the device. Per sample evaluation results received via task on 25mar2026, it was reported that the chiller assembly found to not be cooling and another one for the faulty heater due to high potential test failure found in (B)(4).